Manufacturer narrative:
Product ID 8731, lot # b002148n65, implanted: (B)(6) 2003, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a fall and had been experiencing some symptoms of confusion. The symptoms had being going on for a while and had gotten worse. The patient ended up being admitted as an in-patient the next day, because the primary wanted to rule out the pump as a cause. It was also reported that the healthcare provider (hcp) not able to interrogate the pump while the patient was on continuous cardiac monitoring. The programmer displayed a message saying, "reposition." The device system was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).